Event description:
Patient took 2 readings on their meter, (unknown if they were performed consecutively) which were 85 and 149. They understood these readings to be mmol/l when in fact were mg/dl and administered insulin based on these readings (assuming them to be 8.5 and 14.9 mmol/l). They drove themself to the emergency room because they began to feel unwell. A venous sample was taken and the reading was 2.3 mmol/l. Patient was treated and went home the same day. No further information was provided.